Manufacturer narrative:
The investigation into the purge leak ¿ cassette has been completed since the original report was submitted. The device was not returned for investigation. As per clinical, there were no purge alarms or purge leak observed. There was no problem found with the pump relative to the increased purge flow event per clinical.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male with cardiomyopathy was implanted with an impella cp device and placed on veno-arterial extracorporeal membrane oxygenation for mechanical circulatory support. During support, there were purge alarms for purge flow. The purge cassette was not replaced despite alarms for purge flow of low 20's. Impella pump support was maintained, and there was no report of patient harm.